Event description:
Dka resulted from low readings on libre 2 plus cgm. Readings remained 60 points or more lower than calibrated equipment in hospital. In a well controlled type 1 diabetic sugar over 200 can quickly lead to dka. Hospitalized for 3 days (2 in ICU) to get ketone out my body. Used at home ketone strip. Went straight hospital. Lab tests from hosp are available if I know which ones you need. My reader said 189- hospitals read 340. Welcome to contact for any and all information.